Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Customer reported having blood glucose level of 505 mg/dl, 400 mg/dl, and one that was too high to be read. The customer stated that he noticed infusion set leaks at the site. The insulin pump was not replaced or returned for analysis.